Event description:
It was reported that 547 patient charts were retrospectively reviewed with a mean follow-up time of 17 months. Thirty-nine percent had plif/tlif operations, 20% alif, 29% plf, and 8% combined anterior/posterior procedures. No clinically relevant differences in the patient characteristics and complications were identified between the various surgical approaches. Six patients died post-operatively. No additional information was provided.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Citations: lubelski et al. Complications with the use of bmp-2 in thoracolumbar and lumbar spine fusions: a nine-year institutional analysis. The 28th annual meeting of the aans/cns section on disorders of the spine and peripheral nerves. Mar 2012. Lubelski et al. Complications following use of rhbmp-2 in anterior lumbar interbody fusion: an institutional cohort controlled study. The 28th annual meeting of the aans/cns section on disorders of the spine and peripheral nerves. Mar 2012. Patient average age was (B)(6). Dates of deaths are unknown. (B)(4).